Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer attempted to flip power switch and unplug the station but failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power. A field service engineer (fse) diagnosed that faulty board components in half height drawers 6.1 and 6.2 were causing the unit to shut down, replaced the defective drawer boards, and successfully tested the unit with the customer, confirming proper operation. The system functioned as intended after field service engineer repaired the device.